Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed no delivery during manual prime and the alarm was resolved by an infusion set change. The customer also reported high blood glucose levels. The customer's blood glucose level ranged from 220 to 600 mg/dl. The customer treated with boluses from the insulin pump. The customer's items were replaced, and the customer requested to return the malfunctioning infusion set and reservoir back for analysis.